Event description:
It was reported via facility medwatch# (B)(4) that shaft break occurred. Vascular access was obtained via the right radial artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device broke in half which caused only minimal procedural delay. Physician was able to remove the device without any harm to the patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter with a stopcock attached to the hub. The shafts, tip, stent, and balloon were microscopically and visually examined. There was contract in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that there were numerous hypotube kinks and the hypotube was separated 18.5cm distal of the strain relief. The ends of the separation were ovaled, indicating that the hypotube was kinked prior to separation.

Event description:
It was reported via facility medwatch# 5201030000-2022-8011 that shaft break occurred. Vascular access was obtained via the right radial artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device broke in half which caused only minimal procedural delay. Physician was able to remove the device without any harm to the patient.